Event description:
It was reported that an em2400 valve set leaked from port 2. This was further described as, the customer could ¿see bubbles going up into the na (sodium) phosphate vial when priming other ingredients¿. The issue was identified during prime and verify of the setup wizard. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured from march 24, 2022 - march 29, 2022. H9: correction/removal report number: 3010291427-06/21/2022-001-c. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.